Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Event description:
As reported by a field clinical specialist (fcs), during a tf tavr procedure of a 23 mm sapien 3 ultra valve in the native aortic valve, the valve was prepped and entered into 14fr esheath plus but could not get it to advance past left internal iliac artery. The decision was made to remove entire system and start over. Upon removal, a strut of the valve had exited the esheath in the ''expansion joint''. The decision was made to upsize to 16 fr esheath plus to insert a second sapien 3 ultra valve. This was done successfully. The patient left the room stable and doing fine. After successful deployment of the second valve, an angiogram of the left access side was performed and it was found to have what looked like plaque just above access site causing stenosis. An angioplasty was performed to improved the flow. Vascular surgeon (vs) was consulted and decision was made that nothing urgent needed to be done at this time, but that eventually a femoral endarterectomy and patch would probably be needed. The patient is in stable condition. The doctors felt the first valve system disrupted a plaque and caused it to embolize.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. A review of DHR did not provide any indications that a manufacturing non-conformance would have contributed to the reported event. A review of the IFU and training manual revealed no deficiencies. In this case, ''the valve was prepped and entered into 14fr esheath plus but could not get it to advance past left internal iliac artery. The decision was made to remove entire system and start over. Upon removal, a strut of the valve had exited the esheath''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,'' ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,'' and ''do not over-manipulate the sheath at any time.'' Additionally, the patient's access vessel had presence of calcification. The presence of calcification can create challenging pathway during delivery system advancement, leading to resistance. So, if excessive force was applied to overcome mentioned resistance, it could have caused the valve to get caught on the sheath liner resulting in frame damage (e.g. Bent struts) and sheath liner tear, as reported. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. CAPA has identified improvements to mitigate against the failure. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the reported event. However, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured after corrective action. The CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of the commander delivery system with s3u through the esheath resulting in frame damaged.